Event description:
On night of (B)(6) 2024 (approximate date), resmed airsense 11 did not automatically start (although plugged in and I had mask on and was breathing through it) for at least 5-6 minutes. I noticed it was not on because I was having trouble breathing. So, with mask on, I tried pressing on-button but machine did not start even then. I re-seated the humidifier chamber and breathed through the mask again and the machine started up. Problem appears to be intermittent. It occurred again on the night of (B)(6) 2024. I put on mask and was breathing through it, but the machine again did not automatically start. I blew into mask very hard and after about 30 seconds to 1 minute, the machine started.